Event description:
A (B)(4) distributor contacted zoll customer support to report that a patient's battery charger would not power on. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modern sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon receipt the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger power brick. The patient received a replacement batter charger.